Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. The history log files of the reported day of occurrence were detailed investigated. An infusion therapy over 20 hours could be found. The infusion started on (B)(6) 2020 at 08:14pm. It was possible to detected that an infusion line type "space line" was selected. A vtbi of 305 ml and a flow rate of 15,25 ml/h were set. The pump calculated the infusion time to 20 hours. After start of the infusion one pressure alarm occurred immediately. A 2nd pressure alarm occurred 10:20pm. The infusion was re-started and has been interrupted after 13 hours and 25 minutes due an upstream alarm. After that a reminder alarm occurred and then the device was turned into standby mode. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. A liquid damage of the p2 connector could be found. Damages of the housing parts could not be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. It could be recognized a loud, unusual noisy of the door bold drive. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,51 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside of the device was investigated. It could be found a lot of residues of liquid. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over-infusion". Customer information: pn lipid ran over 16hours instead of 20hours.